Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: vanguard femoral, item # 183108, lot # j3830651u; vanguard cc cruciate tray 71mm, item # 141233, lot # j6087741; vanguard tibial, item # 183742, lot # 404360. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00772, 0001825034-2019-00786, 0001825034-2019-00787. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently the patient has been experiencing grinding, pain, swelling, hot to the touch, hanging up on lateral aspect of knee. Patient alleges a revision procedure may be necessary; however, no revision procedure has been reported to date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. No devices were received; therefore the condition of the components is unknown. Review of the device history record identified no related deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.